Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that the cartridge was leaking from an undefined area. The customer was able to load a new cartridge to address the issue. Reportedly, the customer was filling the cartridge on the pump. Tandem technical support informed the customer that this is off label per the tandem user guide. Customer's blood glucose was 237-280 mg/dl.